Event description:
It was reported that during a ptca treatment procedure, balloon catheter removal difficulties occurred. While withdrawing the maverick 2 monorail balloon catheter out of the guide catheter, the balloon shaft bent and broke in two. The patient status is reported as "okay." Additional information regarding this event has been requested.

Manufacturer narrative:
The device has been received for analysis, however additional testing is required which is not complete at the time of this report.